Manufacturer narrative:
H10: the customer biomedical engineer (bme) reported the replacement of the solenoids successfully resolved the issue. The device was confirmed as operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from customer biomed reporting a proximal pressure sensor autozero failed message occurred on the v60 ventilator. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue in a review of the device diagnostic log. The rse advised the bme of troubleshooting recommendations. The customer planned to order the proximal auto-zero solenoids and then the data acquisition (da) printed circuit board assembly (pcba) for the necessary correction. Investigation is ongoing.